Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned and appeared to not have been used. No anomalies were identified on the returned device. Functional/performance evaluation: the patency of the guidewire lumen was tested using in-house 0.014¿ guidewire. The patency passed, as the guidewire was successfully inserted through the distal tip of the balloon. The balloon was inflated to rbp (12 atm) and held for approximately 60 seconds. During this time, no leaks or holes in the balloon were found. The balloon was deflated without issue. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the complaint investigation is unconfirmed for a balloon puncture, as no punctures were present on the balloon and the catheter passed guidewire patency testing under laboratory conditions. The definitive root cause for this event could not be identified. It is unknown whether procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the vascutrak pta balloon dilatation catheters: backload the distal tip of the vascutrak pta balloon dilatation catheters over the pre-positioned guidewire and advance the tip to the introduction site by grasping the distal tip. Equipment required: 0.014¿ or 0.018¿guidewire.

Event description:
It was reported that while loading the pta balloon catheter onto the guidewire, the guidewire pierced through the balloon material. Another balloon catheter was used to complete the procedure. There was no reported pt involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to manufacturer for evaluation. The investigation is currently underway.